Event description:
Dr was performing a laparoscopic cholecystectomy on pt. Dr was using a disposable clip device and while attempting to apply the metal clip on the cystic artery, he reports "the clip misfired and cut the artery". Artery was repaired, minor blood loss not expected to affect pt's outcome or recovery.